Event description:
A health care professional reported that during the intraocular lens (iol) implantation surgery, the lens optic was broken. The surgery was completed using the back up lens. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).